Event description:
Information received by medtronic indicated that the battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked select button on the keypad overlay. Unit p-cap / test reservoir locked properly in place. The pump passed the displacement test. Unable to confirm battery cap damage due to pump received without the original battery cap. (B)(4).